Manufacturer narrative:
Batch review performed on 30 january 2020. Lot 160648: (B)(4) items manufactured and released on 14-mar-2016. Expiration date: 2021-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation: less than 2 years after primary hybrid tha the femoral stem is found loose and replaced. The causes for loosening are unknown. The radiographs supplied show several points of separation between cement and stem and the bone has cavitary defects and low density. We do not know the history of this case as no former radiographs are available, in particular postoperative images were not supplied. Loosening of a cemented stem less than two years after index surgery is a very rare occurrence but we did not find any clue to suggest the reason for this case. No hints of a defective device were found in the information supplied.

Event description:
The patient came in reporting pain due to a loose stem. The cause of the loose stem is unknown. The surgeon revised the head, stem, and liner almost 1 year and 9 months after primary. The surgery was completed successfully.